Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 7, 2020 that a flexiva 200 tractip laser fiber was used in a ureteroscopy stone removal lithotripsy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the laser fiber stopped working, and the fiber connector was noted to be hot when removed from the laser console. Reportedly, the nurse burnt her hand. No treatment was reported to be done to the burn injury. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1437 captures the reportable event of fiber connector overheats. Patient code 1757 captures the reportable event of burn injury to the nurse. Block h10: the returned flexiva 200 tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 312.6 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 3 mm and appeared degraded. Examination under magnification confirmed the tip showed signs of normal degradation. Light from the sma connector was distorted, indicating a fiber connector fracture. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the light from the sma connector was distorted, indicating a fracture within the connector, which can lead to overheating of the connector. Additionally, the fiber tip was observed to have normal degradation. It is likely that procedural handling of the device during set-up or use contributed to the fiber break within the connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block b5 has been updated to correct the date of the procedure to (B)(6) 2020.

Event description:
It was reported to boston scientific corporation on september 7, 2020 that a flexiva 200 tractip laser fiber was used in a ureteroscopy stone removal lithotripsy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the laser fiber stopped working and the fiber connector was noted to be hot when removed from the laser console. Reportedly, the nurse burnt her hand. No treatment was reported to be done to the burn injury. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.